Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent temperature alarms occurred. Reportedly, the pump was in normal room temperature conditions. The user's blood glucose (bg) level was 350 mg/dl. The user would change the infusion set and deliver a bolus to address bg level. Reportedly, the user would continue to use the pump until replacement pump is received.